Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. It was reported that the device exhibited a diagnostics anomaly. After the device was reset back to normal parameters, cleared diagnostics and re-interrogated, normal function resumed.